Event description:
On (B)(6) 2018, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch ping meter was displaying an error 1 message. The complaint was classified based on customer service representative (csr) documentation, and further information obtained when medical surveillance specialist reviewed the call. The patient reported that the meter issue began on (B)(6) 2017 at 9 am. The patient reported she manages her diabetes using insulin pump therapy, and reported that because she was unable to obtain a blood glucose result, she was having to guess how much insulin to administer. She reported that she was administering 4-6 units of humalog. The patient reported that on (B)(6) 2017 at a 1 am, she developed symptoms of ¿diabetic ketoacidosis¿, stating that she ¿fell over and knocked a bookcase on top of her, and was not found until 9 am in the morning¿. The patient was having difficulties remembering the actual event. She stated that because it was the holiday period, she did not want to go to the hospital, so in response to the alleged symptoms, she disconnected her insulin pump and went back to giving individual insulin injections, using a sliding scale, initially administering a bolus of between 4-6 units of humalog. During troubleshooting the csr noted the meter was not being used for the first time. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event, after the alleged product issue began.